Manufacturer narrative:
The device was not provided for investigation. The allegation could not be substantiated. A product problem was not identified.

Event description:
There was an allegation of an accuchek softclix lancet that protruded past the end cap. The customer stated that the release button seemed to be loose and stayed yellow after pressed. The customer stated the lancet was seated properly and was protruding past the end cap. The customer did not use the lancet or allege any injury.